Event description:
General report received of an unspecified number of undocumented incidents of blood loss from the 2-way stopcock distal to the reservoir syringe. After an unspecified length of time in use, blood loss was noted from the stopcock. The amount of blood loss was unspecified. The monitoring kits were replaced and the procedure continued. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional informtion was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.